Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer. The cause of the delivery issue was patient condition related due to vascular anatomy and CT scan was without contrast and the vessel size was overappreciated.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. The pump was not able to be delivered due to the vessel size being under-appreciated. The CT was done without contrast and the team found vessel too small. No patient harm was reported.